Event description:
Complaint ID#: (B)(4).

Manufacturer narrative:
UDI related data quality updates only. This follow-up emdr is submitted to provide a statement regarding the lack of UDI number for the device related to this event. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured prior to 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. The investigation results have not been changed since the last emdr (mfg report number: 8010762-2023-00550).

Event description:
Complaint ID#(B)(4).

Manufacturer narrative:
This is a getinge internal demonstration device which is only used for training and not for treatment as confirmed by the sales and service department on 2024-01-17. Test devices are handled outside of intended use, which can lead to different types of malfunctions and damages. Therefore this failure is no longer considered reportable.

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the system control panel showed dashes and that there was a ¿no comm¿ error message displayed on a pump. The event occurred during a routine check. No harm to any person has been reported. (B)(4)